Manufacturer narrative:
Reporting physician states : he has utilized a glassman viscera retainer, fish at least 500 times in the past without incident. Not available for evaluation.

Event description:
Received a telephone call from reporting party on 12/08/2016 who relayed the following information : on (B)(6) 2016, j. Doe had a surgical procedure that required a large abdominal incision. A glassman viscera retainer, size medium, item# 3204 was used in the closure. J. Doe did well after surgery. On (B)(6) 2016, j. Doe was taken for an x-ray, unrelated to the original surgery and a glassman viscera retainer radiopaque strip was visible in the x-ray and identified as a retained foreign object. J. Doe was taken to surgery on that same day, 2 skin sutures and 1 facial suture from the original surgery were removed and the glassman viscera retainer was removed without incident. Reporting party states the 2nd surgery was completed in 15 minutes.